Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 5084586. Brand name: n/a, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 2000022700. Brand name: n/a, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 677543.

Event description:
It was reported that the patient experienced inadequate stimulation. High impedances were observed on the spinal cord stimulation (scs) leads. The patient underwent a revision procedure where both leads and splitters were removed and replaced. Post operatively, the patient was noted to have recovered. The explanted devices were discarded by the hospital.